Event description:
The end of the syringe dissociated during the procedure. There was no adverse consequence for the pt.

Manufacturer narrative:
Summary of evaluation: the power pay syringe could not be evaluated as it was not returned for evaluation.